Event description:
Pt reported that on (B)(6) 2013 at 6am, medics had to be called for medical attention. Pt woke up to test at 4am and received reading of 470mg/dl. He gave insulin and went back to bed. Pt woke up, gave more insulin and went back to bed. His wife later found him unresponsive at 6:30am. Per report, medics were called about an hour later and their readings were unknown to pt. Emt gave pt a syringe full of liquid to swallow, and his wife have him sugar syrup and a glucose shot. Per initial call, pt's last test results: (B)(6) 2013 123mg 4:00am, (B)(6) 2013 190mg 5:10pm, (B)(6) 2013 390mg 5:00pm, (B)(6) 2013 97mg 9:30 pm, (B)(6) 2013 490mg 4:30am. Prodigy sent replacement meter and prepaid envelope requesting return of reported product(s). Products returned for testing.